Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 60% stenosed, 40mm in length, concentric, de novo target lesion was located in the non-tortuous, mild to moderately calcified, and 5mm in diameter left superficial femoral artery. A 035/260 amplatz super stiff¿ guide wire was used together with a bern shaped imager ii catheter. However, during withdrawal of the device, a significant resistance was encountered and it was noted that the guide wire cannot be moved normally forwards or backwards. The physician had to use a lot of force to remove the guidewire from the patient. The procedure was completed with another amplatz guidewire. No patient complications were reported and the patient status was stable.